Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported quality of the machine is not good; always heard the sound of the alarm; consult key membrane price and has sound; always has alarming voice but has no prompt. The fse clarified that the device alarms intermittently with no alarm message displayed; intermittent failure. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Patient information was requested and it was reported that the patient is (B)(6). Resolution and disposition: the fse reported the customer declined service.conclusion: